Manufacturer narrative:
Correction: the initial reporter was corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the register task and delayed the surgery by less than one hour. It was reported that the site was unable to collect trace points on the side of the patient opposite the emitter. The medtronic representative reported that nothing had changed with the setup or equipment so no new metal had been introduced into the field. The mr moved the emitter around so they were able to collect points on the far side of the head. The emitter was tested and the field seemed reduced. The surgery was completed with navigation and there was no impact on patient outcome. The site later reported that the system was now tracking better.

Manufacturer narrative:
Patient information was unavailable from the site. The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the register task and delayed the surgery by less than one hour. It was reported that the site was unable to collect trace points on the side of the patient opposite the emitter. The medtronic representative reported that nothing had changed with the setup or equipment so no new metal had been introduced into the field. The mr moved the emitter around so they were able to collect points on the far side of the head. The emitter was tested and the field seemed reduced. The surgery was completed with navigation and there was no impact on patient outcome. The site later reported that the system was now tracking better.